Event description:
A customer reported receiving a reading of 270 mg/dl on their precision xtra/optium blood glucose meter and comparing to a laboratory result of 134 mg/dl. The tests were performed within a 10 minutes timeframe. When plotted on a parkes error grid the results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within range specification, the standard deviation was within specification and no errors were observed during control solution testing.